Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2016 in order to change the abutment. The implanted device remains.